Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from her insulin pump. The customer's blood glucose reading was 400+ mg/dl at the time of incident. The customer stated that she fell into the pool with her insulin pump on. The customer stated that she has been getting high blood glucose readings and cannot get it down. The customer is eating more food to get more insulin. The customer does not know where the insulin is going but it is not working correctly. The customer stated that she has been experiencing high blood glucose for about a month. The customer declined to troubleshoot. The health care provider advised the patient to get a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.